Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking between the connection of the female luer of an extension set and a non-carefusion/bd connector during a heparin infusion, dosage and rate not specified. It was noted no leaking was observed with an extension set used for a fentanyl infusion , presumed to be for the same patient. Although requested, no additional information is available; there was no patient harm.